Event description:
Intubated pt in CT scan requiring ambu. Pt had been stable prior to transport. Condition deteriorated unable to maintain sa02. Difficulty w/ambu bag refill. Ambu switched to different product, pt condition improved. Defective ambu fi02 analyzed reveals maximum fi02 delivery to be 68 w/decrease w/hyperventilation to ".5". Difficulties w/this apparatus.